Event description:
It was reported that the wedge pressure catheter was pretested successfully. After insertion into the patient's left side, the wedge pressure catheter did not inflate. As a result, the md removed the wedge pressure catheter and used another ai-07126 successfully.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.